Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Customer's blood glucose level at the time of incident was 488 mg/dl. Customer treated high blood glucose level with bolus. Customer's current blood glucose level was 197 mg/dl. Customer was assisted with troubleshooting. Customer stated infusion set had bent cannula and large air bubbles. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.